Event description:
It was reported that the insulin pump alarmed. Advised the caller that the device would be replaced and revert to use back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had a cracked case near the display window corners.